Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was that before use of the syringe 0.3ml 30ga 8mm 7bag 420cas jp the needle separates from the hub. Two syringes were found to have this condition. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle hub detached from the barrel.

Event description:
It was that before use of the syringe 0.3ml 30ga 8mm 7bag 420cas jp the needle separates from the hub. Two syringes were found to have this condition. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle hub detached from the barrel.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) loose 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 8295943. Customer states that the needle hub detached from the barrel. Both returned syringes were tested and no hub-needle assembly separated from the barrel. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.